Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy skin so bad she is scratching to the point where she is bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor has approved her to only wear the lifevest at night. Doctor has also told her to use benadryl. Follow up indicated that irritation is improving.